Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided; therefore, review of the manufacturing records could not be completed nor was there a UDI number available. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that swan-ganz bipolar pacing catheter fail to pace during a procedure on an (B)(6)-year-old male patient. No patient complications were reported. The device was discarded at the hospital.